Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A report was posted on social media by the patient¿s child stating that the patient on or around (B)(6) 2025 ¿ended up in the hospital, readings up to 80 mg/dl off.¿ no additional details were provided in the post. Multiple attempts to contact the reporter for clarification were unsuccessful, and no further information was obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 80 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.